Manufacturer narrative:
This report is resubmitted on request by the FDA to correct field "type of report" to initial report. This failure was traced to a failed component (shorted capacitor) in the monitor.

Event description:
Previously submitted. A "popping sound" was heard from the system along with a burning smell.